Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer also reported that they were unable to remove the battery cap. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.